Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, foreign material was noticed. Vascular access was obtained via the right femoral artery through contralateral approach with an unspecified 6fr. Short sheath. The unspecified iliac lesion was direct stented with an express ld 8-37 stent. The sheath was exchanged to an unspecified "6fr. Parent sheath" and was placed into the left iliac artery through the aorta. An 8-100 non-bsc stent was implanted; however, this device migrated and no longer "fully" covered the target lesion. An 8-17 express ld stent. A wanda 8.0-20, 80 balloon catheter was selected for postdilatation. The balloon was advanced over an unspecified guide wire and it was noticed that the tip contained " green tubing pushed into the tip". The procedure was completed with an unspecified non-bsc device. There were no pt complications reported with the pt's current condition listed as "good". This product is ous approved, but is similar to an approved us device.

Manufacturer narrative:
(B) (6). (B) (4).